Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-18- user has high glucose value test strip (B)(4). Note: manufacturer contacted customer on several follow-up calls in order to ensure the customer's condition since the initial call. Follow up call from (B)(6) 2017: customer went to the hospital (B)(6) 2017, and was released the same day. Customer advised medications were increased. The hospital diagnostic was uncontrolled hyperglycemia due to medication mismanagement (undermedicated). She could not confirm what treatment for diabetes was given or exact results for blood glucose upon emergency department arrival. Customer was released the same day. Follow up call from (B)(6) 2017: customer returned to the hospital (B)(6) 2017 because of diabetes symptoms this morning and still there at this time. Customer states last blood glucose reading was in the 600's fasting. She was discharged on (B)(6) 2017 as is no longer experiencing symptoms.

Event description:
Consumer reported complaint for hi blood glucose results. Accompanied by symptoms. (B)(6), sister, is calling on behalf of the customer. The customer is concerned with the result of hi. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of excessive urination and vomiting. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage locations undisclosed. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of e-5 and himg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 12/27/2018 and open vial date is undisclosed. The meter memory was reviewed for previous test result history. (Date/time not stored correctly) customer initial call complaint of e-5. Customer states patient is experiencing excessive urination and also vomiting - customer says they know patient's glucose is high because of these present symptoms. Customer initially denied need for medical assistance. While performing meter troubleshooting results were e-5 and hi. Customer was informed that patient's glucose levels could like be elevated and recommended they seek medical attention. Customer advised they would seek medical attention at this time - informed customer.